Event description:
This case was initially received via regulatory authority ansm (reference number: r1718397) on (B)(6) 2017. This spontaneous case was reported by a dentist and describes the occurrence of ovarian cyst ("ovarian cyst") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced back pain ("lumbar pains") (seriousness criterion intervention required), fatigue ("severe fatigue"), abdominal pain lower ("lower abdomen pains"), sleep disorder ("sleep disorders"), visual impairment ("vision disorders with sensation to see flies"), dry skin ("cutaneous dryness"), alopecia ("loss of hairs"), psoriasis ("psoriasis on hair skin"), muscle disorder ("generalized muscular bones disorders"), bone disorder ("generalized muscular bones disorders"), the first episode of pain ("diffused pains"), feeling cold ("freeze sensation with shivering"), chills ("freeze sensation with shivering"), hot flush ("hot flashes"), vertigo ("vertigos"), syncope ("vasovagal syncope"), sensory disturbance ("hypersensitivity to all senses (smell, noise, skin,¿)"), rhinorrhoea ("permanent runny nose like allergy"), oropharyngeal discomfort ("feeling of swollen throat"), cardiovascular disorder ("blood circulation disorders"), limb discomfort ("heavy legs"), disturbance in attention ("concentration disorders, impossible to concentrate"), speech disorder ("speech disorders"), hyperhidrosis ("excessive sweatiness") and anhidrosis ("no sweatiness"). In 2012, the patient experienced ovarian cyst (seriousness criterion medically significant). On an unknown date, the patient experienced impaired work ability ("the patient could not hold a tool in her hand for more than 5 minutes") and the second episode of pain ("pain all over the body"). The patient was treated with surgery (in 2016 removal of right ovary and tubes to avoid cyst recidivism) and hysterectomy and removal of essure planned for (B)(6) 2017. Essure treatment was not changed. At the time of the report, the back pain, ovarian cyst, fatigue, abdominal pain lower, sleep disorder, visual impairment, dry skin, alopecia, psoriasis, muscle disorder, bone disorder, feeling cold, chills, hot flush, vertigo, syncope, sensory disturbance, rhinorrhoea, oropharyngeal discomfort, cardiovascular disorder, limb discomfort, disturbance in attention, speech disorder, hyperhidrosis, impaired work ability, the last episode of pain and anhidrosis outcome was unknown. The reporter provided no causality assessment for abdominal pain lower, alopecia, anhidrosis, back pain, bone disorder, cardiovascular disorder, chills, disturbance in attention, dry skin, fatigue, feeling cold, hot flush, hyperhidrosis, impaired work ability, limb discomfort, muscle disorder, oropharyngeal discomfort, ovarian cyst, psoriasis, rhinorrhoea, sensory disturbance, sleep disorder, speech disorder, syncope, vertigo, visual impairment, the first episode of pain and the second episode of pain with essure. The reporter commented: removal of right ovary and tubes on 2016 to avoid cyst recidivism. The patient was dentist and at the moment of the report the patient could not hold a tool in her hand for more than 5 minutes. Pain all over the body, impossible concentration, sick leave on (B)(6) 2017 than sick leave since (B)(6) . The patient did blood test for heavy metal. Hysterectomy and removal of essure planned for (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test - on an unknown date: no result provided . The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: back pain. The analysis in the global safety database revealed 413 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.